Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information was requested, and the following was obtained: can you please clarify the statement you made regarding "the patient is stable now and in the hospital." Is the patient's hospital stay typical for this procedure or was the patient's hospital stay extended? The patient's hospital stay was not extended.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the statement you made regarding "the patient is stable now and in the hospital."? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended?

Event description:
Bleeding. It was reported that during the laparoscopic radical resection of rectal cancer surgery, the surgeon ensured the triggers p to p and the device's orange indicator fully within the green range of the gap setting scale, and also waited for 15 secs. After fired, noted some staples malformed with irregular shape and with bleeding. Used suture to oversew. The patient is stable now and in the hospital.